Event description:
The customer stated that the insulin pump alarmed battery out limit after she inserted a new battery. The customer was unable to clear the alarm due to the buttons not responding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to moisture damage on the electronic assembly. Unable to verify the battery out limit alarm due to the frozen screen. Moisture damage was found on the motor.